Event description:
The customer contact reported the device would not pass the cassette test. The tubing set was to be used to deliver an unspecified concentration of saline solution, at an unspecified rate, via a plum pump. The customer contact reported that during priming of the tubing set, when the cassette of the tubing set was loaded into the pump prior to pt use, the pump reportedly alarmed 4 times for set test failure. The tubing set was replaced. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.